Event description:
The customer had been receiving questionable free thyroxine (ft4) and triiodothyronine results on their elecsys 2010 analyzer since last summer and it had been getting worse. The customer provided data for four patients, of which one had a discrepant ft4 result. All testing was performed on the same analyzer. The patient's initial ft4 result was 1.01 ng/dl. The first repeat ft4 result was 1.93 ng/dl. The second repeat ft4 result was 1.93 ng/dl and it was reported outside the laboratory. There were no adverse events. The ft4 reagent lot number was 16519301 and the expiration date was 10/31/2012. The field service representative could not find a cause for the event. He ran performance testing with results within specification.

Manufacturer narrative:
During his most recent visit to the customer site, the field service representative determined the mixer height was not adjusted correctly. Everything was working fine since that visit. There have been no erroneous results since then. There were no adverse events from the erroneous results that were produced.